Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high thresholds, loss of capture, low amplitude, low pacing impedances, and dislodgement.

Event description:
The lead was explanted and returned for analysis as the patient will receive cancer treatment on their left side of their chest. A new lead was implanted on the right side. No adverse patient effects were reported.

Event description:
It was reported that this patient experienced a syncopal episode. The device was interrogated, and the right ventricular (rv) lead pacing impedances and amplitude had decreased. In addition, the right ventricular automatic threshold (rvat) test was unsuccessful. A manual threshold test was performed, and intermittent capture occurred at 7.5v. The outputs were reprogrammed, and an x-ray was performed. The results of the x-ray were inconclusive, as the x-ray was of poor penetration, therefore, the tips of the leads could not be adequately visualized. Subsequently, a revision procedure was performed. It was determined that the rv lead had dislodged. The rv lead was successfully repositioned, and remains in service. No additional adverse patient effects were reported.